Event description:
Pt came back to ER 9/17 complaining of leaking at hub. Catheter fractured at hub and hub was still sutured in skin and catheter migrated into vein. X-ray confirmed catheter in right ventricular and went into right femoral vein and removed catheter with a snare in radiology. Procedure successful and pt condition fine.